Manufacturer narrative:
Correction is being made to previously submitted b5 - describe event or problem - in order to provide the product name. The product name is choledocho videoscope.

Event description:
Correction is being made to previously submitted b5 - describe event or problem - in order to provide the product name. The product name is choledocho videoscope.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited due to adhesive peeling of distal end, distal end is not secured. There was no patient involvement.